Event description:
A tandem mobi cartridge alarm was reported by the customer, which caused their blood glucose level to exceed normal limits, indicated as "high." The customer addressed this issue by administering a correction injection via multiple daily injections. There was no incapacitation or need for third-party assistance but normal assistance was received. The issue occurred during the loading process of the cartridge, and due to consecutive cartridge alarms, tandem technical support confirmed the need to replace the pump. The customer was instructed to put the pump into storage mode and to return it to tandem, using a provided return box and pre-paid label, within ten days. A replacement pump was sent, and the customer was advised on programming settings and connecting a continuous glucose monitor to their new pump.